Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated. The distal shaft is missing and did not return for product analysis. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 25sep2019. It was reported that the device could not cross the lesion. The 90% stenosed, 28x2.75 target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post procedure was stable. However, device analysis revealed that the collar was separated.